Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: d9: device availability was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The reported fracture event was confirmed following inspection of the returned implant. The alleged bone loss and infection could not be verified with the information provided. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record could not be performed, as the lot number associated with the reported product is not available. However, biomet implants are sold as sterile devices. A complaint history review could not be performed without relevant item and lot information. The reported event could not be recreated due to the nature of the dental device and event (fracture and medical conditions) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported by the customer that the unknown 3i 3.25 implant was removed due to the implant fracture with associated bone loss. Infection was curetted. No bone grafting was placed. The fracture occurred a few years ago according to the patient but nothing was done at the time the event occurred. Tooth site #46 (fdi).